Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause was stress due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic device exhibited hat the white plastic part in the jaw of the forceps had come loose. The issue occurred during a gynaecological surgery. The procedure was completed with a similar device. There was no patient harm reported.